Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-oct-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 1.1 row b was not detected on the bus and the cubies in that row intermittently failed to appear on the bus. A field service engineer reseated the row b connector, tested the unit in the hardware test application (hta) and in the med application, and both tests completed successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the cubies in main drawer 1.1 were not detected on the bus. The customer stated that they were unable to recover cubies in the drawer. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.